Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a problem in image display occurred due to a defect in image transmission caused by a crack in the adapter. No definitive cause of why the adapter was cracked could be identified. The handling of the actual product is described in the instruction manual as follows. This may prevent the indication phenomenon. Do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was confirmed. The evaluation found the image issue was due to a badly cracked connector. Additional findings found: the device failed leak test from the serial plate plug unit, and a faded serial plate. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the picture was fuzzy when the hd camera head was plugged in. The issue was found during preparation for use. There were no reports of patient harm or impact associated with the reported event.